Manufacturer narrative:
Service replaced the tubing, wash zone at waste manifold (part number a-30113561-01) and the assy, itv (rohs)_part number 7-76656-07 on the alinity I processing module, serial number (B)(6). The issue was considered resolved with the replacement of the tubing, wash zone at waste manifold and assy, itv (rohs). The module function was verified with a control run. The service history of the alinity I processing module, serial number (B)(6), did not identify any similar issues for false positive patient results as described in this complaint. Additionally review of complaint and trending data associated with the tubing, wash zone at waste manifold and assy, itv (rohs) did not identify an increase in complaint activity. A review of the device history record did not identify any nonconformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I processing module for serial (B)(6), tubing, wash zone at waste manifold, or assy, itv (rohs) were identified. Updated d10-concomitant product to include: tubing, wash zone at waste manifold, a-30113561-01, unknown.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s normal range: 0-53 ng/l): initial result = 176.62 ng/l; rerun result = 3.67 ng/l; 2nd rerun = 4.13 ng/l. All the results were generated from the same instrument. All the controls were in range. The initial result was not reported out of the lab. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s normal range: 0-53 ng/l): initial result = 176.62 ng/l; rerun result = 3.67 ng/l; 2nd rerun = 4.13 ng/l. All the results were generated from the same instrument. All the controls were in range. The initial result was not reported out of the lab. There was no impact to patient management reported.